Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer required maintenance. A field service engineer found that the main full height drawer 5 had not been opening and had displayed the error message 'failed to stay closed'. The latch sensor and cable were inspected and found to be functioning properly. It was identified that the magnet on the inseparable was missing. The inseparable magnet unit was replaced. Functionality was verified by logging into a hardware test application, and the issue was confirmed resolved. The system functioned as intended after the field service engineer repaired the device.